Event description:
It was reported that a 16mm amplatzer muscular vsd occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer torqvue delivery system. The ampulla was measured at 18.8mm. The tightest restriction of the duct was 12x16.6mm. The pulmonary artery opening was 18mm and the length was 22.5mm. Angiography was used to determine sizing. Fluoroscopy and echocardiogram was used for the procedure. During the procedure the device was placed on the patent ductus arteriosus (pda) and it was determined that the size of the device was too small. The device was removed from the patient and replaced with an 18mm amplatzer muscular vsd occluder. The device was implanted. The patient remained hemodynamically stable throughout the procedure. Several hours post-implant the device was noted to have embolized to the right pulmonary artery and caused a partial blockage. The device was snared with a transcatheter snare and removed from the patient. An 18mm amplatzer post-infarct vsd occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. The device was determined to be too small. The device was removed from the patient and replaced with a new 22mm amplatzer post-infarct vsd occluder. The size of the device was unsatisfactory. It was determined that the patient would have a surgical closure of the pda. The physician believes the embolization was caused by a large pda. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer muscular vsd occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer torqvue delivery system. The ampulla was measured at 18.8mm. The tightest restriction of the duct was 12x16.6mm. The pulmonary artery opening was 18mm and the length was 22.5mm. Angiography was used to determine sizing. Fluoroscopy and echocardiogram was used for the procedure. During the procedure the device was placed on the patent ductus arteriosus (pda) and it was determined that the size of the device was too small. The device was removed from the patient and replaced with an 18mm amplatzer muscular vsd occluder. The device was implanted. The patient remained hemodynamically stable throughout the procedure. Several hours post-implant the device was noted to have embolized to the right pulmonary artery and caused a partial blockage. The device was snared with a transcatheter snare and removed from the patient. An 18mm amplatzer post-infarct vsd occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. The device was determined to be too small. The device was removed from the patient and replaced with a new 22mm amplatzer post-infarct vsd occluder. The size of the device was unsatisfactory. It was determined that the patient would have a surgical closure of the pda. The physician believes the embolization was caused by a large pda. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device embolization to the right pulmonary artery and a partial blockage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the physician believed that the embolization was caused by large pda and that the device was too small. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device